Event description:
Provider states the unit has low o2. Per independent repair center statement, the unit has low o2 or yellow light. The key failure was the seive beds leaking. Additional malfunctions were the comoressor being noisy and the manifold being contaminated.